Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Functional testing performed in both sensory and motor modes of operation confirmed the field reported issue. Additional internal component testing isolated the root cause of the error message displayed to the stimulate/ central processor unit board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported error message was isolated to abnormal functionality of the stimulate/ central processor unit circuit board.

Event description:
During the procedure, after prepping the patient, the sensory and motor testing was not functioning. A grounding pad test was performed, which confirmed that ports 2, 3, and 4 were not working. When the stim test was performed, the knob was turned clockwise and the led light remained solid green instead of blinking. Indicating that power was not being delivered for the stim test. The procedure was unable to be completed due to this issue. There were no adverse patient consequences due to this issue.